Event description:
The patient received two boluses while in the clinic without pain relief. The catheter was kinked/occluded at the lumbar site. The catheter was replaced. The patient recovered without sequela. The pump was used to deliver bupivacaine (10 mg/ml), fentanyl (600 mcg/ml), clonidine (500 mcg/ml), and compounded baclofen (100 mcg/ml) at a rate of 8.0 mg/ml.